Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out of the patient, from their surgical incision. The patient advocate stated the implant process was painful, and the incision site took a long time to heal. The physician was made aware of this, and planned to perform a revision surgery; however, this icm device fell out on its own at the home of the patient. Afterwards, the physician determined the incision had fully healed; no surgery was performed and no new icm device is expected to be implanted at this time. Additional information has been requested but not provided; due diligence has been completed. No additional adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out of the patient, from their surgical incision. The patient advocate stated the implant process was painful, and the incision site took a long time to heal. The physician was made aware of this and planned to perform a revision surgery; however, this icm device fell out on its own at the home of the patient. Afterwards, the physician determined the incision had fully healed; no surgery was performed and no new icm device is expected to be implanted at this time. No additional adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
Previous emdr 2124215-2024-81387 was also submitted to correct the outcomes atrib to adv event field (b2) in section b, adverse event/product problem. However, the additional MFR narrative field (h11) did not mention this correction. Therefore, this report is being submitted to clarify this additional correction that was sent on emdr 2124215-2024-81387.

Event description:
It was reported that this insertable cardiac monitor (icm) device was coming out of the patient, from their surgical incision. The patient advocate stated the implant process was painful, and the incision site took a long time to heal. The physician was made aware of this and planned to perform a revision surgery; however, this icm device fell out on its own at the home of the patient. Afterwards, the physician determined the incision had fully healed; no surgery was performed and no new icm device is expected to be implanted at this time. No additional adverse patient effects were reported. This icm device has not been returned for analysis.